Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient was in the hospital for an unrelated issue and needed an MRI. It was discovered her battery was in overdischarge. A countdown was attempted, but was not successful after two rounds, therefore the patient was not able to get her MRI. The patient admitted that charging was difficult for her due to the commitment. The patient is deciding whether she wants to get a replacement with a non-rechargeable battery. No further complications were reported. No patient symptoms were reported. Additional information received from the rep on 2018-07-03 reported that the overdischarge was due to the patient not keeping up with charging. The rep reiterated that the ins had been in overdischarge before and that 2 attempts were made to recover the ins from the most recent overdischarge, with no success. The next steps was for the patient to decide if they wanted a replacement. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.